Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 8/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a "battery life" issue was not duplicated during investigation. Black box shows evidence of battery alarms and short battery life. Current draws within specifications. Battery cap is able to fully tighten however battery cap threads damaged. Battery compartment crack observed below grip pad. Evidence of moisture contamination inside battery compartment and underside of battery cap. Unrelated to the complaint, the pump powers with returned battery cap to a dim discolored display. Leak test passes. Removed pump case and disassembled pump. Evidence of additional moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.